Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for olecranon fracture with the plate in question. When the surgeon tried to insert a screw into the proximal screw hole of the plate, the screw idled and could not lock the plate. The surgeon tried to insert other different sizes of screws from another angle into the same screw hole, but those screws could not lock the plate either. Other screw holes of the plate were locked with screws with any problems. The surgeon concluded that there was no problem with the fixation of the fracture and ended the surgery with the screw hole in question left empty. Procedure was completed successfully with thirty(30) minutes of surgical delay. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l22 ta. This is report 4 of 4 for complaint (B)(4).

Event description:
It was further reported that patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile part: part: 04.211.022s, lot: 8l19208, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: may 20, 2021, expiration date: may 01, 2031 . Non-sterile part: part: 04.211.022, lot: 123p099, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: april 22, 2021, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ø2.7 head 2.4 self-tap l22 ta was found to have stripped threads from both the head and body. Locking issues are most likely to this condition. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l22 ta was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the mating plate was not returned for evaluation. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l22 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: 2.7mm variable angle locking screw self-tapping, stardrive recess device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.